Event description:
Caller reported a cgm error during sensor use. No adverse impact to the customer's blood glucose level was mentioned. Customer performed a pump reset with guidance from technical support, successfully starting a new sensor session without the error recurring.